Manufacturer narrative:
(B)(4). Investigation: the customer did not return the disposable for investigation after several requests. During the incident the operator reported that the plasma looked pinkish/orange and there was separation in the channel. The interface position was correct, but the plasma was discolored. Bottled 5% albumin not prepared by a pharmacist, 0.9% saline, and acda were used. There were no kinks in the tubing or channel. The device history record for this lot was reviewed. There was nothing out of the ordinary in the manufacturing record. The result of the service call was, "machine is functioning per manufacturer's specifications." Tests at the customer site for hemolysis were inconclusive. Root cause: the root cause of the discoloration in the tubing set, and therefore the alarm, was inconclusive. Conclusion: device operated as intended.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Several 'rbcs in plasma line' alarms occurred at the beginning of a tpe procedure. The procedure was aborted due to concern of potential hemolysis. The patient was stable and asymptomatic during and after the procedure.